Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg investigation revealed the threaded portion was broken off. The specification investigation revealed that the device meets all the specifications for the features re-inspected; therefore, it is concluded that the complaint is invalid.

Event description:
It was reported that during a posterior fusion from t10-s1, the tip of the hook/screw holder broke off into the 8.0mm side-opening screw. The surgeon used a rod holder to remove the screw. Another screw was implanted to complete the procedure. This file is on the hook or screw holder (p/n 388.61). This is report 2 of 2 for this event.